Event description:
It was reported that the stent migrated and was deformed. On (B)(6) 2018 a 24mm x 4.5cm wallstent was deployed; however, during dilation, the stent migrated caudally on the guidewire into the right atrium. Left common femoral and a second right common femoral venous access was obtained. The migrated stent was manipulated using multiple techniques including: manipulation with a balloon, snare capture, and use of endobronchial forceps. The stent was ultimately manipulated into the infrarenal inferior vena cava and subsequent venography demonstrated high velocity antegrade flow without thrombus or occlusion. While repositioning the stent with forceps, a corner of the stent was manipulated bending some wires at the caudal end of the stent. Postoperatively, on june 8, 2018, the patient reported shortness of breath and was prescribed cromolyn. "Oozing" was also noted at the groin puncture site after the case, for which dressings were frequently changed and pressure was applied with a sandbag.

Event description:
It was reported that the stent migrated and was deformed. On (B)(6) 2018, the patient underwent bilateral innominate venography, superior vena cava venography, pressure measurements, angioplasty and stenting for superior vena cava syndrome. Local anesthesia was administered. The intended stent implant location was the superior vena cava. A 24mm x 4.5cm wallstent was deployed; however, during dilation, the stent migrated caudally on the guidewire into the right atrium. Left common femoral and a second right common femoral venous access was obtained. The migrated stent was manipulated using multiple techniques including: manipulation with a balloon, snare capture, and use of endobronchial forceps. The stent was ultimately manipulated into the infrarenal inferior vena cava and subsequent venography demonstrated high velocity antegrade flow without thrombus or occlusion. While repositioning the stent with forceps, a corner of the stent was manipulated bending some wires at the caudal end of the stent. Postoperatively, on (B)(6) 2018, the patient reported shortness of breath and was prescribed cromolyn. "Oozing" was also noted at the groin puncture site after the case, for which dressings were frequently changed and pressure was applied with a sandbag.

Manufacturer narrative:
B5: describe event or problem was corrected with additional details, including the intended implant location.